Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
The type of this complaint is implant breakage. Former model of s-rom was inserted in 2003. The root part of the distal coronal slots broke as the attached picture shows. It is not reported whether revision has taken place. The patient is now under observation.

Manufacturer narrative:
The bio engineering report concluded that the x-ray shows a fracture on the distal stem. There was insufficient information provided to provide any meaningful conclusions on the root cause of the fracture. No parts were returned. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. A worldwide complaint database search was not possible as the product / lot numbers were not provided. A review of the manufacturing records was not possible as the lot numbers were not provided. The complaint shall be closed with an undeterminable cause. Should further information become available then the complaint may be investigated further.